Event description:
This report address the issue of use error- reuse of supplies. The customer contacted baxter's technical service center to report an issue of check heater line alarm on home choice (hc) device during fill1. The home patient (hp) stated that she had already changed the cassette. The baxter technical representative (tsr) assisted in ending therapy and advised to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance spoke with the patient regarding the reported issue. The patient stated that she does not remember what could have caused the alarm and she was now aware of not reusing supplies. The therapy has been going fine with no further issues. The sample was discarded and lot number was not available.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single-use product was confirmed, but no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.